Event description:
Livanova deutschland received a report that, during a procedure, the s5 double roller pump 85 failed and shut off 10 second after being turned on (no flow). There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 double roller pump 85. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since affected s5 console installation. No concerning trend was highlighted for reported failure mode. Considering that the issue could not be reproduced and based on available information, the root cause cannot be definitively determined and reported event was considered an isolated event. Nevertheless, based on findings from investigations into similar cases, the possibility of emc interference or a temporary electrical anomaly cannot be excluded. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11 livanova field service engineer was dispatched to customer facility and could not confirm the issue. As a precautionary measure, the erc was replaced. Following successful functional testing, the device was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.